Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a deformation of the outer conductor helix 24.5 cm distal of the connector pin, which might have been due to a ligature having been tied too tightly. The analysis did not show any other deviations that could be related to the clinical complaint. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - one day after the implantation, a lead dislodgement was reported. Repositioning of the lead was not successful. The lead was explanted and replaced. No deterioration of the patient&#62688;state of health was reported.